Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin alarmed battery out limit and failed battery test. The customer changed the battery several times and nothing seemed to work. Customer's blood glucose level was 193 mg/dl. The spring in the battery compartment looked off center but it did not look damaged or corroded. After inserting a new battery, the insulin pump alarmed failed battery test again. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected failed battery test or battery out limit alarms were noted. However, the pump was received with a bent battery tube contact spring, minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.